Event description:
It was reported that the right ventricular (rv) lead was explanted due to high capture thresholds and perforation. The perforation was confirmed via computerized tomography (CT) scans. The lead was replaced. No additional adverse patient effects were reported. The lead will not be returned for analysis.